Event description:
As reported by the user facility: one inch of 20 gauge 1-1/4" inch introcan safety IV catheter - b. Braun remained in vein during removal of catheter. IV was in right arm cephalic vein at wrist. An 18 gauge introcan safety IV catheter was inserted to the right dorsal aspect of the wrist. Pt was in or at the time and surgeon unable to locate piece of catheter in vein. Fluoroscopy done in or with no results. A flat plate was done with still no visualization of the piece of catheter. Surgeon consulted with radiologist and pt underwent unenhanced CT scan which showed a linear focus of increased density present in the radial soft tissues of the distal forearm, likely related to the IV catheter. Sonography of the right forearm was done with successful localization of an IV catheter within a vein of the distal right forearm. The new intact 18 gauge catheter was visible in the flat plate, CT and sonography. Pt then underwent an exploration of the right wrist for removal of the catheter from vein. The packaging on the introcan safety IV catheter by b. Braun stated the catheter is radiopaque. This 20 gauge catheter was not. Add'l info provided by the facility indicated the pt suffered no add'l adverse sequela associated with this event. The sample has been discarded and is not available for eval. The lot number and item number remain unk.

Manufacturer narrative:
The actual device in the incident was not made available for the MFR to evaluate and a lot number and an item number were not reported. Without the actual sample and a lot number a complete investigation could not be performed. No specific conclusions can be drawn.